Manufacturer narrative:
Clinical evaluation performed by medical affairs director: acetabular component revision surgery occurred few days after primary cementless total hip arthroplasty in a (B)(6) year-old man. Radiographic image provided shows the presence of a mobilized cup. The postoperative implant position cannot be assessed having a single pre-revision x-ray. It should be assumed that the pressfit achieved at the time of operation was probably not sufficient, but the reasons for this condition remain unknown, as no trauma has been reported. Batch review performed on 22 november 2018. Lot 181694: (B)(4) items manufactured and released on 08 june 2018 . Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 20 days after primary the surgeon revised the patient for cup loosening. Cup revised through amis approach, with an mpact cup ø54 + two screws. The surgery was completed successfully.